Event description:
The customer reported that on (B)(6) 2023 at 19:00, during preparation for ivtm therapy, they could not use icy catheter #1 (lot 184646) because of the balloon damage. The damage resulted in catheter leakage. The customer replaced the damaged catheter with another icy catheter #2 (lot 184646), but the replaced catheter also could not be used because of the balloon damage. The balloon damage was found before insertion of the catheters during the leak check of the catheters. After replacing with a new catheter again, the customer could begin the ivtm therapy with no further issues. Therapy ended on (B)(6) 2023 with no issues. No patient injury was reported.

Manufacturer narrative:
The reported complaint that the icy catheter #2 (lot 184646) had balloon damage was confirmed during functional testing. A leak from the middle of the medial balloon due to a balloon tear was observed during the functional in/out lumen test. The probable root cause for the reported complaint could be that the catheter balloon was torn during handling of the catheter. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Functional testing was performed, all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumen, a leak from the middle of the medial balloon was observed, confirming the reported complaint. During further inspection of the catheter under a microscope, a balloon tear was observed at the middle of the medial balloon. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 184646.

Event description:
The customer reported that on (B)(6) 2023 at 19:00, during preparation for ivtm therapy, they could not use icy catheter #1 (lot unknown) because of the balloon damage. The customer replaced the damaged catheter with another icy catheter #2 (lot unknown), but the replaced catheter also could not be used because of the balloon damage. The balloon damage was found before insertion of the catheters during the leak check of the catheters. After replacing with a new catheter again, the customer could begin the ivtm therapy with no further issues. Therapy ended on (B)(6) 2023 with no issues. No patient injury was reported. Please see the following related MFR report: MFR #3010617000-2023-00721 for the icy catheter #1.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.